Event description:
The sales rep, reported that the lag screw inserter will not lock down fully onto the t-handle. The sales rep added that this was identified during surgery although the surgeon managed to complete the procedure successfully using the same instrument. The sales rep added that the surgeon eventually managed to secure the lag screw handle onto the t-handle but this resulted in a 5 minute delay to surgery time. No adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed. Any add¿l info will be reported in a supplemental report.